Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a delivery anomaly from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the piston does not push insulin.

Manufacturer narrative:
The pump passed the functional testing including the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. The pump was programmed with a 2.0 unit fixed prime with water in the reservoir. The water did exit the infusion set and no delivery anomaly was noted. The pump was received with normal operating currents and no unexpected off no power or low battery alarm was noted. The pump had a cracked reservoir tube lip.